Manufacturer narrative:
Patient codes:na. Device codes:na. Internal file number -(B)(4). Evaluation summary: all available information was investigated and the reported inability removing the lock line was confirmed due to the observed knots. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the lock line appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. A review of the lot history record revealed no manufacturing nonconformities non-conformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, user facility medwatch (mw50281402) report received that states, malfunction of gripper line in mitraclip device prevented clip release after clasp was made. Device had to be retracted and entire new system/device used and deployed. Follow-up with the account manager confirmed that the user facility medwatch from the hospital is a duplicate of this case, even though, the medwatch reports a gripper line malfunction instead of lock line. The account manager reported that the account called the lock line by a different name (gripper line), but it is the same event. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (cds0601-xtr, 80828u290) was advanced to the mitral valve. During deployment of the clip, the lock line would not come out. Troubleshooting was performed. The clip was removed and replaced with another clip (cds0601-xtr, 80828u152) ) which was implanted without any issues. One clip implanted reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.